Manufacturer narrative:
Olate-perez, a., et al. "Management of conjunctival perforation and late seidel after xen® surgery." Spanish society of ophthalmology, vol. 93, no. 2, february 2018, pp. 93-96. (B)(4). Multiple requests for further information have been made. Allergan has received no response from the authors. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Reported events of conjunctival perforation, exposed xen®, a spontaneous positive seidel sign with xen broke easily on 2 occasions during dissecting/resecting the fibrosis and a flat bleb of a patient who had a cataract surgery and a xen® 45 implant in the left eye noted in the article: "management of conjunctival perforation and late seidel after xen® surgery." Spanish society of ophthalmology, vol. 93, no. 2, february 2018, pp. 93-96.